Manufacturer narrative:
Patient information is not applicable. There was no patient impact as a result of this event. The field service engineer (fse) was on site and confirmed what the customer reported. The field service engineer (fse) observed amp board errors at the fl3 and fl1 locations. The fse replaced the tarpon amp boards at both locations to resolve the issue. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl) bec internal identifier - case-(B)(4).

Event description:
The customer reported amp board warnings and unable to count the beads at location fl3 of their fc500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.